Event description:
It was reported that the balloon did not inflate, and the balloon could not maintain inflation before use. No pt complications were reported.

Manufacturer narrative:
The catheter was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit, 0.02 inches in length, at the 12.6 centimeter area (distal of thermal filament). No visible damage to the balloon latex was observed.